Manufacturer narrative:
An outside the united states (u.s.) Customer reported to siemens a falsely depressed result obtained with immulite 2000 igf-I assay kit lot 357 on the immulite 2000 xpi s/n (B)(6). The customer reported that qc was out of range at the time of the event. During the technical service visit, the following actions were performed: alignment of the reagent and sample probes, sample and reagent drds, sample and reagent sample valves, shuttle pmt, and sample probe height at the dilution well. Alignment of the reagent probe button was also completed. During functional testing, it was determined that the vacuum pump was not operating properly and required replacement. Additionally, the reagent probe was found to be misaligned at the reagent aspiration position. The reagent carousel module was removed for a complete inspection of the system and its components. After the necessary adjustments and replacements were completed, the analyzer was tested and released for validation. Following completion of these interventions, quality control performance returned to expected levels, with no further assay-related qc failures observed, and the analyzer was returned to routine operation. Based on the investigation findings, the root cause was determined to be mechanical issues affecting the dilution system and reagent aspiration system, which were resolved through routine troubleshooting.

Event description:
The customer reported a falsely depressed insulin-like growth factor-1 (igf-1) on immulite 2000 xpi s/n (B)(6) compared to repeat testing on an alternate immulite 2000 xpi. The initial result was not reported to the physician. There are no known reports of adverse health consequences due to the erroneously low result.